Event description:
The patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead received 32 inappropriate shocks within a 24 hour period. Review of real-time electrograms (egms) notes noise on the rate/sense and shock channels after a ventricular pace (vp). All lead measurements were within normal limits. Guidants received additional information that this defibrillation lead was fractured. The patient was scheduled for a device and lead system replacement.